Event description:
It was reported that the right ventricular lead exhibited noise that was oversensed. Programming changes were discussed, the physician elected to monitor the patient as there were only a few episodes. There were no patient consequences.